Manufacturer narrative:
Additional 510(k) number: k083641. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cuff of a portex® bivona® adult tts¿ tracheostomy tube "ruptured". No injury was reported. See MFR: 3012307300-2017-01130 and 3012307300-2017-01131.

Manufacturer narrative:
Three devices were returned for evaluation. Visual inspection found that the cuff was cut/torn at the end of the device. It was observed that there were tiny scratches next to the ripped cuffs. It was suspected that the devices came into contact with a sharp object externally or hard cartilage internal to the patient. A review of the device history record found that all specifications were within manufacturing specifications. Dimensional analysis of the cuffs met the wall thickness specification. Based on the evidence, a root cause was unable to be determined.

Manufacturer narrative:
See MFR: 3012307300-2017-02002, 3012307300-2017-01130, 3012307300-2017-01131, 3012307300-2017-01343, 3012307300-2017-01374, 3012307300-2017-01375, 3012307300-2017-01376, 3012307300-2017-01377, and 3012307300-2017-01378 (same patient).

Event description:
It was additionally reported that the patient passed away unexpectedly.